Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) stated that the impedances had steadily increase over a year period reaching values of approximately 132 ohms. Technical services (ts) was consulted and upon review of the available information a change in the shock impedance trend was observed with shock impedances reaching values of approximately 142 ohms. Further in clinic evaluation was recommended to evaluate the rv lead. This rv lead remains in service. No adverse patient effects were reported.